Manufacturer narrative:
The pod arrived not deployed. Rotational sensor malfunctions were observed. First prime ended prematurely, lasting 20 pulses. After 30 total priming pulses, the ratchet gear did not advance enough for the needle mechanism to deploy as intended. These rotational malfunctions replicated in a rerun. Contamination was observed on the commutator cap, which is confirmed as the root cause of the reported needle mechanism failure.

Manufacturer narrative:
The device has not been returned. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.